Manufacturer narrative:
Patient reports being shocked while using surge settings. Device is implanted in the posterior tibial nerve. The cr met with patient for reprogramming and was able to resolve the issue. The clinical representative confirmed that the procedure was completed following the product instructions for use. The shock/jolt was unable to be confirmed/replicated. There is no evidence that the product did not meet specifications, and the stimulator is used to treat pain. Shock/jolt can be caused by waa and/or stimulator placement, programming/parameters, migration, sensitivity to therapeutic output, waa and/or stimulator malfunction, and not following the instructions for use. As reprogramming resolved the issue, the likely cause of the shock/jolt is due to inaccurate waa program parameters. Design fmea (B)(4) were reviewed and painful and unpredictable stimulation due are known issues with mitigation controls in place to reduce risk as far as possible. Thus, CAPA is not required. Stimwave's global shock jolt/no MRI rate is (B)(4) %. The frequency is rare and severity is important.

Event description:
Patient experienced a strong surge of electro stimulation while driving his vehicle. Patient reported it lasted about 10 seconds, the stimulator is placed over the posterior tibial nerve and the patient was using a surge program setting.